Manufacturer narrative:
Analysis of the pump revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 21-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 10 mg/ml: 3.964 mg/day, bupivacaine 14 mg/ml: 5.549 mg/day and fentanyl 1543.1 mcg/ml: 611.7 mcg/day via an implantable pump. Indication for use was spinal pain. The pump was currently delivering fentanyl 1543.1 mcg/ml: 342.3 mcg/day, bupivacaine 14 mg/ml: 3.106 mg/day and dilaudid 10 mg/ml: 2.219 mg/day. The date of the event was (B)(6) 2019. It was reported that the catheter dye study failed (B)(6) 2019 in preparation for a pump replacement. The patient did not experience increased pain or any problems. Surgery was planned to replace the system but was not scheduled. Patient status was alive - no injury. The issue was not resolved. Patient weight and medical history were unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the reason for the failed dye study was the inability to aspirate. The cause of the catheter problem was not yet determined, and the replacement surgery had not been scheduled. The patient¿s weight was unknown at this time and the pump and catheter would most likely be returned for analysis. No further complications were reported.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019. Product type catheter; product ID 8711, serial# (B)(4), implanted: (B)(6) 2007; explanted: (B)(6) 2019. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork and the operating room scheduling checklist was also provided from 2019-may-30. It was noted the reason for the pump and catheter replacement was the elective replacement indicator (eri) was 13 months and there was a failed catheter dye study on 2019-ma-30. The tip location was t9-10 but they wanted cervical coverage too. The implant site was the right buttock, mid spine. The patient¿s co-morbities included lymphedema, gerd, and depression and diagnosis was lumbosacral spondylosis with radiculopathy. The patient¿s weight was (B)(6) pounds and allergies included cipro, penicillin, and tizanidine. No further complications were reported.